Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the arm on 03-31-2021. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to a missing applicator. We cannot confirm or deny reported allegation with returned product.the reported event of a broken cannula could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.